Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for 10-100 colony forming units (cfus) of coliform. It was retested again on (B)(6) 2025 and tested positive for 25 cfu of e. Coli. The third testing is pending. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined.